Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to operator error. Review of the treatment log file indicates that the high venous pressure alarm was immediately preceded by a venous air alarm. The log file further indicates that the operator did not attempt to resolve the venous air alarm in accordance with user's guide instructions. The occurrence of the high venous pressure alarm following the venous air alarm was due to a sharp increase in the venous pressure most likely indicative of a clamped line. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure alarm occurred during a routine hemodialysis treatment which could not be resolved by the operator. Clotting of the circuit occurred due to the amount of time spent troubleshooting, preventing rinseback and resulting in an estimated blood loss of 190cc. No medical intervention was reported.